Event description:
It was reported that the programmer was not able to interrogate the patient's implanted device. It was determined that the programmer did not yet have the appropriate software download. The updates will be installed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.